Event description:
It was reported that after a spaceoar vue placement procedure, the physician was concerned about the correct placement. The images were reviewed and the computed tomography (CT) showed that the hydrogel is located anterior to the to denonvillier's fascia from the midgland to apex, as evidenced by it being circumferential around the prostate and gathering at the apex. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.